Event description:
During an atrial tachycardia procedure, it was reported an unexpected map shift occurred. Additional information provided stated new anatomy was taken to compensate for the shift. Map shift occurred after remap. Map shift was approximately 7mm. The procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4).